Manufacturer narrative:
The device has not been sent back to conmed for evaluation, for at the time of reporting the device remains in the pt. A lhr, lot history record, review cannot be accomplished for the lot number is unk. Currently, it is known that the pt was hospitalized on discovery of this event. At present we are trying to gather more info regarding the course of treatment. Conmed is attempting to gain additional info from the end-user regarding this incident. Upon completion of the qa engineering investigation conmed will file a supplemental report.

Event description:
It was reported, "round bolster pad became somehow inserted into the pt's skin. The pt was admitted to the hospital approx nine (9) weeks after peg placed due to the peg's outside bolster imbedding into the pt's skin."